Event description:
The ventilator went blank during use and read "back up ventilation' 'replace ventilator'. Ventilator was replaced with another one, no patient harm. Manufacturer response for ventilator, 980 (per site reporter). Medtronic field engineers were dispatched to run testing and analyze data logs on the ventilator. Findings determined there was a part failure on the circuit board."